Event description:
It was reported the pump was refilled on (B)(6) 2015. The expected reservoir volume was 5.4ml. The physician removed approximately 38ml. The last refill was in (B)(6) and the physician stated more than expected volume removed at that time. The patient reported no change of therapy relief or symptoms. The physician attempted to aspirate the catheter access port and was unable to aspirate. The pump was filled and programmed at min rate. The patient would have a catheter replacement within one week. A dye study was performed and the logs checked. The patient status at the time of the report was indicated as alive, no injury. The catheter was revised. The physician cut the anchor off, pulled down the catheter a small amount , got good csf flow and spliced the catheter back together. The pump was used to deliver fentanyl and bupivacaine. No patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).